Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the 'key pad #1', which was confirmed and reproduced as an intermittent keypad operation of row 3 keys (#0, #1, #2, and #3) during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced through front case replacement. (B)(4).

Event description:
It was reported that a spectrum pump had "key pad #1". It was also reported there was no patient involvement.